Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: did the jaws eventually open? How was the case completed?

Event description:
It was reported that prior to an unknown procedure, the jaw wasn't opened before use. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.